Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient was on a trip in mexico with her family when they started vomiting. The cgm was reading 50 mg/dl and urgent low. They were on the beach when this happened so no fingerstick was taken. The patient's parent provided the patient immediate treatment. They were given sugar, gatorade, water to keep them hydrated. The patient stated that the patient vomited about 20 times so they gave the patient gatorade every 20 minutes. The patient was taken to the emergency room. Upon arrival, the cgm was still 50 mg/dl so the nurse did a manual finger stick reading and it was 600 mg/dl. The patient was treated with novolog, fluids, IV drips, hydrating fluids, insulin drips and potassium fluid. The patient was monitored in the hospital for 3 days. No additional patient or event information is available. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid at the hospital. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.